Event description:
Complainant alleged that the clinicians were setting up the device to monitor a patient (age and gender unknown), but the device displayed a "pacer fault 115" and a "pacer disabled" message upon device power up. The device's monitor function was still operational, so the clinicians continued to use the device to monitor the patient's ECG rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.